Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover of the bd autoshield¿ duo safety pen needle was loose and the needle was difficult to detach from the pen after the injection. The following information was provided by the initial reporter, translated from japanese: "the patient's verbatim report is that the outer cover was loose and it was difficult to detach the pen needle upon recapping after injection."

Manufacturer narrative:
Investigation summary: six open 32g x 6mm pen needle samples and five photos were returned from lot. No. 1285786, cat. No. 320738. A functionality test was carried out all six samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the outer cover of the bd autoshield¿ duo safety pen needle was loose and the needle was difficult to detach from the pen after the injection. The following information was provided by the initial reporter, translated from japanese: "the patient's verbatim report is that the outer cover was loose and it was difficult to detach the pen needle upon recapping after injection."